Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer¿s blood glucose (bg) level was 780 mg/dl. Customer administered a manual injection to address bg. Additionally, it was reported that the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information. Lastly, it was reported that the pump intermittently did not annunciate blood glucose alerts as intended. The customer reverted to an alternate method of insulin therapy. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery depleting issue was verified, but the alleged bolus delivery issue could not be verified. Based on the analysis, the alleged alerts issue was verified in the pump logs; however, no failure was identified.